Event description:
A nurse called zoll customer support to report that a (B)(6) male pt's battery charger / modem displayed "insert battery" when the battery was already inserted. The pt was issued with a replacement battery charger / modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger / modem sn (B)(4) has been completed. The reported problem (battery charger not working) was confirmed. Upon receipt the power supply connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely excessive force while inserting the power cord into the power supply connector. No adverse event resulted from the recessed power supply connector pins. The pt received a replacement battery charger / modem.